Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 438 mg/dl. The customer also received a sensor updating alert, bleeding at sensor insertion site and a loss of communication issue between the insulin pump and transmitter. The customer reported that the hyperglycemia was treated with manual injection and insulin pump. The event involved product(s) mmt-1884, mmt-342g, mmt-7841zn, mmt-7040b & mmt-432ag. Troubleshoting was performed for loss of communication and found that the possible issue with pump or transmitter and issue was unresolved. Troubleshoting was performed for site issue and customer reported that the blood visible on the sensor connector, advised customer to change sensor. Troubleshoting was performed for sensor alerts and advised customer that the customer can decide to replace sensor if issue recurs.troubleshoting was performed for hyperglycemia and customer reported that the insulin pump was used within 48 hours of the reported event and the automode/smart guard feature was not active. No further patient complications were reported. The product(s) mmt-1884, mmt-342g, mmt-7841zn, mmt-7040b & mmt-432ag will not be returned for analysis.